Event description:
Patient was scheduled for knee arthroscopy. At the end of procedure, it was noted that the thigh was swollen with moderate erythema and skin turgor was taut. Pt was assessed. Appearances suggest fluid from arthroscopy entered the surrounding tissues.